Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant patient had parameters "off" in the diagnostic mobile programmer application, due to the reader being removed during programming at implant. It was queried if another programmer could be used to re- program the implanted device. It was advised that it could and that it would require the reason for monitoring to be set. No patient complications have been reported as a result of this event.